Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). Zfx received one (1) item gentek® scanbody, certain®, 4.1mmd, for evaluation. Visual evaluation / functional test was performed: visual evaluation: scanbody-ti-part has no damages, peek is sitting in right position. The screw is broken. Broken thread is not send to zfx. Functional test: assembly test with implant was performed. Screw with drawing s080.04 is broken, inner hex is working. Complaint history review was performed for the reported lot number: 2409110001 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: screw¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. Screw holds torques over 45 ncm. The screw should only be tightened enough for the scan body to sit in place. The specific values for this are around 15 ncm. Part is in unusable condition. Screw is broken. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
The doctor reported that the internal screw of the scanbody fractured. Procedure was completed.